Event description:
It was reported that a pump keypad had "stuck" keys.

Manufacturer narrative:
(B)(4). The sigma device evaluation found the #2, #4, #5, #6, #7, #8, #9 and (.). Keys to be inoperable. It was observed that when any remaining functional keys are selected, an automatic output of the #2 key will occur following the selected key's function (e.g. Numerically: when the #1 key is pressed, 12 will be displayed, alphabetically: when the "abc" key is pressed, ad will be displayed interfering with mdl drug searching opportunities). Sigma's engineering investigation is in progress. When complete, a supplemental report will be submitted.